Event description:
During a colon resection procedure, the staples were not formed. The case was completed with sutures. There was no pt consequence. In a conversation with the surgeon in 11/2005, he indicated he was performing a colon resection and when he fired the device "the staples came out but did not form." He recognized the issue and sutured to close the anastomosis. He was satisfied that hemostasis was obtained. Subsequently, the pt expired four days post-op. He explained the pt had multiple co-morbidities and he believes the cause of death was pulmonary embolism, although no autopsy was performed. The surgeon does not believe the issue he experienced with the device had any relationship to the outcome of this pt.